Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the screw head broke while the surgeon was using the hand driver. The broken screw and plate were removed. The plate was re-placed and 2.4 screws were used to complete the surgery. No patient complications were reported.